Event description:
The pt had four leads (from the same lot) for off-label use. It was reported the pt no longer rec'd coverage in the needed area(s). The pt refused reprogramming due to not wanting to meet at the doctor's office. The pt rec'd proper pain relief through other therapies. As a result, the pt's scs system was explanted. It is unk if an sjm rep was present during the explant procedure.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.